Event description:
During insertion of a 5 french double lumen 19.5 inch PICC line inserted via the left basilic vein. Approx 1-5 cm of 1/2 of peel away sheath sheared off in pt's upper arm and was not able to be extracted. CT scan performed, foreign body not identified. Radiologist spoke with pt, family and physician and reviewed incident. Pt, family, and hospice rn has chose to do no intervention.